Event description:
The customer returned the device stating, ¿downstream occlusion (dso)/missing battery guides¿; during device evaluation it was found the air detector test failed due to a damaged air detector. There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿a downstream occlusion and battery compartment issue" was confirmed. Further investigation found the air detector test failed due to damaged air detector. The battery compartment, air detector, and the dso seal were replaced. The probable cause was the battery compartment damaged, and the dso seal was degraded. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.